Event description:
The user facility provided add'l info that there was no pt impact/ injury associated with this event.

Event description:
A user facility reported that an intraocular lens (iol) became stuck in the cartridge of an iol delivery system. Pt impact is unk. Additional info has been requested.